Manufacturer narrative:
The complaint device has not been returned for evaluation.

Event description:
A user facility reports that during intraocular lens (iol) implant surgery , a scratch was noted on the lens. There was no patient impact/injury associated with this event.